Event description:
Tech was setting up equipment for an epidural injection utilizing a prepackaged single use kit. Prep materials and sterile drapes had already been removed. Remaining tray with needles, syringes, lidocaine and saline was opened and a black hair was found in the tray.